Event description:
The physician was training to use the axera device to access the cfa. Instead of pulling back on the plunger, he reached for the heel actuator. The arstasis representative attempted to redirect the physician however in a rapid motion, the physician pushed the device forward. Following the procedure hemostasis was achieved after 10 minutes of manual compression. As the nurse prepared to transfer the pt in the evening, she noticed the groin was extremely tender. Shortly thereafter, bp dropped from 150 systolic to 90, and the pt appeared 'ashy,' and complained of chest pain. Thirty minutes later, a CT was performed and a 'large rph was confirmed.' Hemoglobin fell from 13 to 7, and systolic pressure fell to 70. Blood transfusion was administered, restoring blood pressure. Hemoglobin levels reached 10, and although vascular surgery was on consult, surgical repair was not performed. The pt was determined to be stable the following day and transferred out of ICU. There were no further clinical sequelae.

Manufacturer narrative:
The device was not returned for inspection therefore device examination could not be performed. The device history record (DHR) was reviewed and no reports were issued related to this failure mode. Non conforming materials reports (ncmrs) were reviewed and there were none issued related to this failure mode. Complaint history for the axera product was reviewed. This is the 1st reported retroperitoneal bleed. Based on the complaint description, the physician did not retract the plunger but instead pushed the actuator forward. The IFU was reviewed. Per step 10 (deploying the axera access device section) of the IFU, "prior to removing the axera access device, retract the plunger and verify that the actuator has moved to its disengaged position, releasing the heel." The physician did not obtain an angiographic shot of the groin and therefore it is not possible to insert whether the initial puncture stick was high (high stick) or whether user error was responsible for the rph. High stick has been associated with access site complications including rph.